Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for xxxx, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a revision open reduction internal fixation of finger, a non-synthes plate was removed, a synthes 1.5mm locking plate was implanted, and one of the 1.5mm screws broke off while being inserted. Half of the broken screw could not be retrieved and remains implanted. The other half of the screw is available to return. There was a one minute delay, and another like/same product was available to use to complete the surgery. No further information was provided. No reported patient harm; patient's condition following the surgery was reportedly stable. This report is for the screw this is report 1 of 1 for (B)(4). This complaint involves one device.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that one 1.5mm unknown screw was reported as part number 02.214.xxx (length unknown). This screw is intended for use in the fixation of small bones and small bone fragments. Information provided per the 1.5mm locking compression plate (lcp) modular mini fragment system technique guide, j9076-d. The returned screw has an unknown lot number and manufactured date. It was received with the distal tip missing. This is consistent with the reported information that half of the broken screw could not be retrieved and remains implanted. There is deformation at the break which is located just below the threaded head. The stardrive shows worn edges and threads on the threaded head shows very little wear. Thus, the complaint condition is confirmed but could not be replicated. A review of the current design drawing was performed. No drawing issues or discrepancies were noted and the design was found to be sufficient for its intended use. Therefore, the complaint condition was determined to not be the result of a design deficiency. The returned condition is consistent with the result from excessive insertion torque, possibly caused by the screw impacting a particularly hard area of bone and/or the method of use. Per the technique guide, the 1.1mm drill bit, part number 03.114.007, is to be used prior to screw insertion. Without additional information regarding the user technique and the condition at the time of the break, the root cause cannot be definitively determined. In conclusion, the complaint condition is confirmed and was determined to not be the result of a design deficiency. Although the exact cause of this complaint condition cannot be determined, it is likely that excessive insertion torque possibly caused by the screw impacting a particularly hard area of bone and/or the method of use resulted in the complaint condition. The risk assessment adequately addresses the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.